Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the insulation of the monopolar curved scissors (mcs) instrument was noted to be damaged. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the black insulation of the instrument was torn. The tip cover accessory was not damaged. There was no thermal damage observed however it is unknown if arcing occurred. There was no injury to the patient. The patient was born on 1955.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the mcs (part# 470179-19 / lot# k132110250278) associated with this event has been performed. Per this review of the logs, the mcs was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the instrument had insulation damage. The insulation damage has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.045¿ x 0.084¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to the user, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.